Event description:
It was reported by service report that the side rail was not able to be latched in the upright position due to a broken weld. It is unk to the customer if there was pt involvement, however no adverse consequences reported.